Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional (materials manager) reported that following implantation of intraocular lens (iol), the patient was unable to see. The lens was explanted during a secondary procedure for a clinical reason of defective lens and replaced with another model of lens. Additional information received regarding patient details.